Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr = 6.2, 2nd inr = 4.4, 3rd inr = 5.5, mean = 5.37, sd = 0.91, %cv = 16.90. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Analysis of the client's data from repeated inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. As reviewed on 02/20/2011, 52 discrepant results complaint was reported for lot #234523 yielding a complaint rate of 0.043%. Due to this low occurrence rate, below the action thresholds monitored by qa for correction action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 6.2, retest#1 inratio: 4.4, retest#2 inratio: 5.5. All tests were performed within 5 minutes. Patient self tester has been watching her diet and not consuming very much fat. Patient regularly exercises, but added an extra class on (B)(6) 2011. Patient contacted her physician who recommended holding coumadin dose and retesting tomorrow.